Event description:
Reporter alleged discrepant back to back blood glucose results of 418 mg/dl versus 135 mg/dl, and 270 mg/dl versus 139 mg/dl when both comparative testing results were performed in less than 10 minutes on the advantage system. Customer stated not having any high or low glucose symptoms at the time, however, did not provide the location of the testing. No actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.